Event description:
General report rec'd of unspecified number of undocumented incidents of devices powering off with inadequate response time following an alarm condition. At unspecified times, after unplugging the devices from ac power, the devices sounded unspecified audible alarms. Approximately 1 minute later, the devices powered off. There were no reported adverse pt effects. No medical interventions were required. Though requested, additional info was provided.